Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an interventional procedure, it was reported that the system crashed. A system restart was attempted, however, it was unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation of the log files showed that the database of a software component (smfit) of the multi display manager (mdm) monitoring the display functionality was corrupted. Therefore, another software component (wcu) running on the real time controller could not receive the correct status of the large display. Because of this, the system switched to fluoro bypass mode which allows the use to acquire x-ray fluoroscopic imaging with reduced image quality. The affected system is equipped with a second monitor where the acquired images are displayed to the user. The mdm was replaced by a service engineer and no further issues have been reported.